Event description:
On (B)(6) 2025 the user¿s caregiver reported that the ilet would not charge, and the insulin cartridge was found shattered with insulin leaked into the device, leaving it non-responsive. A replacement ilet was arranged, and the user used alternative insulin therapy. Blood glucose was unaffected and no adverse health effects occurred.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.